Event description:
Device issue: none. Adverse event: perforation and thrombosis. Onset of adverse event: it was reported that the lesion was moderately tortuous, moderately calcified with a 90% stenosis in a diffuse lesion. Pre-dilatation of the lesion was performed and the 2.5 x 28 mm xience v stent was implanted in distal part of the lesion. The deployed stent was post-dilated with a non-abbott balloon catheter at 20 atm, after which a perforation was confirmed around the middle of the stent. Thus, the 3.0 x 16 mm graftmaster stent delivery system (sds) was delivered towards the lesion; however, the graftmaster got caught proximal to the deployed xience v stent. An attempt was made to withdraw the graftmaster sds, but the stent graft dislodged inside the guide catheter as the sds. The dislodged stent graft was collected. Hemostasis was achieved using a balloon catheter. After the hemostasis, a thrombotic stenosis was observed inside the deployed xience v stent. As perforation occurred, antiplatelet drug was not administered. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effects of perforation and thrombosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.